Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Bd received two sealed and one unsealed 22ga x 1.00in. Insyte autoguard bc units from lot number 4109658. The unsealed unit was received retracted and with media, indicating use. A v shape cut was discovered near the middle of the catheter tubing. A v shape cut resembles a needle through catheter defect. This may be what was causing the catheter tubing to get bunched in the vein. The sealed units were penetration and drag tested. This test measures the needle tip, catheter tip, and drag forces. The two sealed units met specifications. Your reported issue was confirmed as the needle pierced the catheter wall. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing, when the adapter is loaded to the grip, it is possible that incorrect equipment settings may cause a catheter spear through. A 100% vision system inspection and quality control plan visual inspections are performed to mitigate the occurrence of this defect. During insertion, or during tip adhesion break this may also occur. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte autog bc shredded. The following information was provided by the initial reporter: issue: while placing an IV in the patients left arm, we got a flash and then went to thread it and it threaded but then appeared to be bunched in the vein. Unable to get blood or thread. When removed the IV looked shredded. Another IV was placed. Background: event date: 11/8/2024. Was there injury? Yes. Resulted in the need for treatment and intervention causing temporary harm 14nov: could you please what type of treatment was provided and what was the temporary harm? The shredded IV entered the patients arm which required additional monitoring due to the product failure. The product was ¿bunched in the vein.¿

Manufacturer narrative:
E. Facility name exceeds character limit: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
B. Additional information received. See describe event or problem for details.

Event description:
Additional information received 3 december. It is stated that "the shredded IV entered the patients arm which required additional monitoring due to the product failure. The product was ¿bunched in the vein"." Were there any diagnostics performed because of the contaminated needle stick? Na. Was a retained object confirmed? Na. Needle was removed entirely. Did the patient require any medical intervention other than monitoring or basic first aid? No.